Manufacturer narrative:
The tsh reagent lot number and expiration date were not provided.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for elecsys tsh (tsh) on a cobas e 411 analyzer (disk system). Discrepant results were provided for 1 patient sample. The initial result was 0.023 miu/ml. The repeat result was 4.57 miu/ml.

Manufacturer narrative:
Instrument adjustments were checked and no issues were identified. Precision testing was performed with acceptable results. Based on the information provided, the investigation determined the event was consistent with a preanalytical sample handling issue. The investigation did not identify a product problem.